Manufacturer narrative:
The devices associated with this report were not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 5x8mm posterior augment trials plastic rings came off the nub of the trial. All pieces were retrieved. They were discarded by the hospital.